Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins battery was empty before two years. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The battery depletion was normal/expected. No actions/interventions had been taken to resolve the issue, and the issues had not been resolved. Additional information was received from the manufacturer representative (rep) reporting there was dissatisfaction with the battery lasting less than 2years. The health care provider (hcp) did not perform a longevity estimate at implant. The hcp was not aware the ins would last less than 2 years.

Manufacturer narrative:
H7. Please note, correction # z-0132-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction #z-0132-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.